Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid popliteal artery with mild tortuosity and mild calcification. A 2.5mm x 120mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance. On inflation of the balloon of the pta balloon catheter, a leak at the hub was noted. The pressure was unable to be kept stable. An additional unspecified armada pta balloon catheter successfully completed dilatation. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported leak was confirmed. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.